Event description:
Post-operative condition post-op issue. Initial surgery was done on (B) (6) 2007 with an acl and meniscal repair. There were no notes on the revision. Pt had pain near tibial incision with swelling. MRI was done on (B) (6) 2008. It showed it was slightly irregular, involving the posterior horn of the lateral meniscus.

Manufacturer narrative:
Device was not returned for eval. Product recall was initiated (B) (4) 2007. (B) (4)